Event description:
A report was received that a patient developed a hematoma at the pocket site. The patient's symptoms were bruising and swelling. The physician drained the hematoma and believes it was caused by the procedure. The patient is reportedly doing well following treatment.